Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to patient use, the cardiosave intra-aortic balloon pump (iabp) batteries unable to charge. There was no patient involvement.

Manufacturer narrative:
Additional information: the e1 (event state, event postal code) is not added in initial emdr. The e1 (event state) is zz and e1(event postal code) is (B)(6). A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
N/a